Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). In two weeks, the consumer noticed that the last toothbrush broke while using it.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case in the united states.additional information received on (B)(4)-2012.based upon an lack of a lot number and sample and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined for this complaint. Monitoring of complaint trends will continue.this report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). In two weeks, the consumer noticed that the last toothbrush broke while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.